Event description:
It was reported that the customer was hospitalized twice for low blood glucose levels. The customer did not know the blood glucose reading. She stated that the first hospitalization occurred 6 weeks prior to the call. She declined troubleshooting for low blood glucose, advising that she believed that the insulin pump was working fine. She added that her doctor also ran tests on the insulin pump to ensure that it was working as designed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.